Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by noise on the pace/sense portion of the lead. No further patient complications were reported as a result of this event. An attorney alleges that the patient was shocked by the defective lead while she was 21 weeks pregnant. The patient was shocked again by her defective lead. The lead was explanted. [Patient] was forced to have early explants of the lead system, scarring the already fragile heart, and forcing the patient to undergo additional and unnecessary complicated surgeries. As a result, the patient has suffered severe physical and emotional injures. Additionally, a lawsuit alleged that the lead was fractured and/or explanted. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by noise on the pace/sense portion of the lead. No further patient complications were reported as a result of this event. Further information from an attorney alleges in 2007, plaintiff [patient] was shocked by her defective lead while she was 21 weeks pregnant. Two days later, plaintiff [patient] was shocked again by her defective lead. On or about another two days later, plaintiff [patient's] lead was explanted. [Patient] was forced to have early explants of her lead system, scarring her already fragile heart, and forcing her to undergo additional and unnecessary complicated surgeries. As a result, [patient] has suffered severe physical and emotional injures.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the rv lead was explanted due to inappropriate shocks caused by noise on the pace/sense portion of the lead. No further patient complications were reported as a result of this event. Further information from an attorney alleges in 2007, plaintiff [patient] was shocked by her defective lead while she was 21 weeks pregnant. Two days later, plaintiff [patient] was shocked again by her defective lead. Another two days later, plaintiff [patient's] lead was explanted. [Patient] was forced to have early explants of her lead system, scarring her already fragile heart, and forcing her to undergo additional and unnecessary complicated surgeries. As a result, [patient] has suffered severe physical and emotional injures. No conclusion can be drawn interference shock, inappropriate defective device.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.